Event description:
Customer alleges that the elrs are locked in the up position and will not release to go down. Warranty order #(B)(4) sent. No injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the elevating leg rests are stuck in the up position. The consumer was able to get out of the chair unharmed. Replacement leg rests were set out on warranty order #(B)(4). No RMA has been issued due to the original leg rests being destroyed.